Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device will not be returning to zoll at this time. The device has not been returned to zoll for evaluation.